Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic left lower lobe resection, the device was not able to fire. A new device was used to resolve the issue. No patient injury.